Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 297 mg/dl. The insulin pump has been alarming no delivery. The customer has changed the infusion set several times, but the alarm continues. Over the weekend, the customer was taken to the hospital, diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected five opened and used reservoirs. Performed manual prime and occlusion tests. Reservoirs passed per specifications and no occlusion was noted. Checked snap-caps and septum for anomalies and none were found. Reservoirs connected and locked in place properly.